Event description:
It was reported that a patient, initial left knee implanted on (B)(6) 2014, underwent a revision procedure on (B)(6) 2023, approximately 8 years 1 month post the initial procedure. Reason for the revision is unknown. The patient had a 2 x 13 psc insert, and the surgeon trialed with a 15 then a 17 and decided a 2 x 19 psc insert was the most stable. No device return anticipated. The hospital kept it. No further information.

Manufacturer narrative:
Procode: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer concomitant medical products: (B)(4), 02-010-01-0220 - logic femoral ps cem left sz 2. (B)(4), 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t. (B)(4), 200-03-32 - one peg patella 32mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After review of additional information received the following sections, have been updated accordingly: h6: upon review, there is no allegation against the device as the reason for revision was not reported. The most likely cause cannot be determined.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: d1, h6: clinical code, medical device problem code, component code, type of investigation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.